Event description:
It was reported that during use of the implantable pulse generator (ipg) patient showed signs of potential erosion. The ipg was re-positioned sub muscular. Post ipg revision the patient had a "skin flare up" and signs of an allergic reaction appeared. Additional information received reported that the reaction was unrelated to the device and associated to the implanted competitor leads. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.